Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that found generator error codes indicating a bad starter board. Power supply (ps1) and booster board were checked. Starter board was replaced. System functionality was verified. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, product ID: bi71000230. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that unable to take 2d images with the handswitch, the tower light was continues to flash green. The same thing occurred with the footswitch, 2d images and 3d images. There was no patient involvement.

Manufacturer narrative:
The starter upgrade kit was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Upon arrival, found generator error codes indicating a bad starter board. Powersupply ps1 and booster board were checked. Started board was replaced. System functionality was verified. System released for regular intended use. B01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.